Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2021 during which the surgeon noted takedown of a few adhesions in the left groin and colon. He discovered the external oblique was firmly adherent to the mesh, requiring dissection out to the cord for an hour or so which got the mesh disconnected from the iliopubic tract for eventual removal. It was reported that the patient experienced pain. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 08/21/2022.